Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation and flushing, which was performed with the telescope advanced, flushing was unsuccessful during the first attempt, and an attempt was made to bleed the air. The procedure was completed with another of the same device. No patient complications were reported.